Event description:
Complaint description: a hosp nurse reported that loss of light occurred during a colonoscopy procedure. The procedure was completed with a second scope and there were no complications related to the occurrence.